Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The physician attempted to implant a taxus express2 2.50 x 20 mm drug eluting stent in the distal circumflex artery but was unable to cross the lesion. No pt complications were reported.